Manufacturer narrative:
Investigation summary and conclusion: an investigation was conducted, including the search for document deviation authorizations and non-conforming events which did not produce any related findings. Pfizer was unable to provide the part numbers, lot numbers and quantities to complete the investigation. Therefore, there was no nonconformance to investigate. There is no need for regulatory notification as there was no non-conformance observed by teleflex. Teleflex is the parent company of vascular solutions.

Event description:
Event verbatim [preferred term] staff requesting an additional inservice for gelflow due to issues with it"clogging" [device occlusion]. Narrative: the initial case was missing the following minimum criteria: product complaint only with no adverse event. Upon receipt of follow-up information on 23 may 2024, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non hcp from a sales representative and product quality group. A patient (age and gender not provided) received absorbable gelatin (gel-flow nt). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device occlusion (non-serious), outcome "unknown", described as "staff requesting an additional inservice for gelflow due to issues with it"clogging"". The action taken for absorbable gelatin was unknown. It was unknown if therapeutic measures were taken as a result of device occlusion. Additional information: no known drug allergy. Reported event: staff requesting an additional inservice for gelflow due to issues with it"clogging".called the reporter for additional information. She stated that she did not file a complaint. She was told that there was clogging but she does not have any additional information regarding the issue; no lots or anything. Samples available: no. The reporter considered "staff requesting an additional inservice for gelflow due to issues with it"clogging"" associated to absorbable gelatin. Causality for "staff requesting an additional inservice for gelflow due to issues with it"clogging"" was determined associated to absorbable gelatin (malfunction). Investigation summary and conclusion received on 09 oct 2024: an investigation was conducted, including the search for document deviation authorizations and non-conforming events which did not produce any related findings. Pfizer was unable to provide the part numbers, lot numbers and quantities to complete the investigation. Therefore, there was no nonconformance to investigate. There is no need for regulatory notification as there was no non-conformance observed by teleflex. Teleflex is the parent company of vascular solutions. No follow-up attempts are possible. Follow-up (09 oct 2024): this is a spontaneous report received from product quality group providing investigation results. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] staff requesting an additional inservice for gelflow due to issues with it"clogging" [device occlusion], , narrative: the initial case was missing the following minimum criteria: product complaint only with no adverse event. Upon receipt of follow-up information on 23may2024, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non hcp from a sales representative and product quality group. A patient (age and gender not provided) received absorbable gelatin (gel-flow nt). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device occlusion (non-serious), outcome "unknown", described as "staff requesting an additional inservice for gelflow due to issues with it"clogging"". The action taken for absorbable gelatin was unknown. It was unknown if therapeutic measures were taken as a result of device occlusion. Additional information: no known drug allergy. Reported event: staff requesting an additional inservice for gelflow due to issues with it"clogging".called the reporter for additional information. She stated that she did not file a complaint. She was told that there was clogging but she does not have any additional information regarding the issue; no lots or anything. Samples available: no. The reporter considered "staff requesting an additional inservice for gelflow due to issues with it"clogging"" associated to absorbable gelatin. Causality for "staff requesting an additional inservice for gelflow due to issues with it"clogging"" was determined associated to absorbable gelatin (malfunction). No follow-up attempts are possible.

Manufacturer narrative:
Investigation summary and conclusion: an investigation was conducted, including the search for document deviation authorizations and non-conforming events which did not produce any related findings. Pfizer was unable to provide the part numbers, lot numbers and quantities to complete the investigation. Therefore, there was no nonconformance to investigate. There is no need for regulatory notification as there was no non-conformance observed by teleflex. Teleflex is the parent company of vascular solutions.

Event description:
Event [preferred term] staff requesting an additional inservice for gelflow due to issues with it"clogging" [device occlusion], narrative: the initial case was missing the following minimum criteria: product complaint only with no adverse event. Upon receipt of follow-up information on 23may2024, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non-hcp from a sales representative and product quality group. A patient (age and gender not provided) received absorbable gelatin (gel-flow nt). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device occlusion (non-serious), outcome "unknown", described as "staff requesting an additional inservice for gelflow due to issues with it"clogging"". The action taken for absorbable gelatin was unknown. It was unknown if therapeutic measures were taken as a result of device occlusion. The reporter considered "staff requesting an additional inservice for gelflow due to issues with it"clogging"" associated to absorbable gelatin. Causality for "staff requesting an additional inservice for gelflow due to issues with it"clogging"" was determined associated to absorbable gelatin (malfunction). Additional information: no known drug allergy. Reported event: staff requesting an additional inservice for gelflow due to issues with it"clogging". Called the reporter for additional information. She stated that she did not file a complaint. She was told that there was clogging but she does not have any additional information regarding the issue; no lots or anything. Samples available: no. Investigation summary and conclusion received on 09oct2024: an investigation was conducted, including the search for document deviation authorizations and non-conforming events which did not produce any related findings. Pfizer was unable to provide the part numbers, lot numbers and quantities to complete the investigation. Therefore, there was no nonconformance to investigate. There is no need for regulatory notification as there was no non-conformance observed by teleflex. Teleflex is the parent company of vascular solutions. No follow-up attempts are possible. Follow-up (09oct2024): this is a spontaneous report received from product quality group providing investigation results. No follow-up attempts are possible. Follow-up (16oct2024): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible.